Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-01511. It was reported the pt is experiencing burning pain shooting down her leg and swelling in her feet and ankles. She has not used or charged her device for over a yr. The pt requested the scs system to be explanted. On (B)(6) 2012 (B)(6), neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.